Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected data: b1, h1 additional information b5, b6, b7. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient further alleges, dvt (deep vein thrombosis) "trouble with walking and general daily activities, unable to take care of self, physical pain that led to having to withdraw from college, infections, weakness, limited physical activities." Patient notes, "2012: I have lost the color of my skin beginning the first year and had numerous blood clotting to the extent I has to be put on blood thinner shots. I had trouble walking and daily activity and college. I had to have my parent drive me to doctors appointments, cook clean, everything that a person at the [age] should be able to due for [themselves]. I was in so much pain and medication that I starter and drop out of college at [college]. I was in so much pain and not wanting to do anything but lay around all the time. 2013: I had more blood clotting come and go and my legs started swelling and I was hospitalized several times. My legs went from purple to darkness in color I look like I was going from white to dark brown. I wasn't walking and unable to stand for any length of time I was wanting to pain and suffering to go away then in (B)(6) 2013 I was admitted into [medical center] for a deep vein thrombosis from the hunters canal (adductor canal) to the filter. I had surgery for it and it took the surgeon 5 hours to do. I spent 3 1/2 days in a body restraint so I couldn't move a damage the femoral artery's in my legs, abdomen, my heart. The filter was effecting the blood flow to my lower extremities and my chest. I started getting depressed not wanting to live. 2014: there was not much different still getting sick like my body was rejecting it and I started getting infections, legs swelling so big I has to be admitted into the [hospital], both legs started getting weak from the swelling and I was allway on bed rest. I couldn't even ware shoes. 2015: very much worse thrombosis again from hunter canal to filter and infections. I was getting massive thrombosis and put on shots all the time. I had a bipy in (B)(6) 2015 and [doctor] said your filter is 3/4 way block off. Varicose veins, ulcers coming out of my skin from where the filter sits in my lower chest to abdomen to my testicules to my legs. Its so bad my penis doesn't work its a muscle yes but it just hangs there I can't use it. I have no sex life as a man. I have to ware a jock strap or a penis support so the varicose veins don't stretch and bust. 2016: I spent all year in bed and in hospital ([hospital] twice) where I couldn't walk and had surgery and infections and they allmost killed me. I now have been in the hospital more since 2012 to 2016 then my 89 yr old aunt. I have so much scar tissue I can't walk with shoes on and the ulcers and skin look like my legs are dead. The varicose vein in my chest I can't sleep on my stomach or sides, just on my back, because the pain is so bad from the varicose veins sticking out of m skin. Doctors are talking about cutting off my legs and feet." "I have lost just about everything in my life. The pain I am still going through is unspeakable."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vc perf., tilt, unable to retrieve (emb'd), ivc occlusion, pain, le swelling, dvt, ulcers/scars'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported ulcers/scars, le swelling is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
29oct2014, per a report from computed tomography 3; ¿the filter is tilted anteriorly with its cone having penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is likely embedded and possibly unremovable. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat.¿ ¿ "the anterior strut penetrates 2.7 mm through the ivc wall. Axial image 332. The left strut penetrates 4 mm through the ivc wall. Axial image 332. The posterior strut penetrates 4 mm through the ivc wall. Axial image 332. The right strut penetrates 0 mm through the ivc wall. Axial image 332". 25jan2021, per a report from computed tomography; ¿an infrarenal ivc filter is seen. The infrarenal ivc is likely chronically occluded with numerous venous collaterals seen along the abdominal wall and prominent left gonadal vein seen.¿

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis. Patient alleges tilt, vena cava perforation, device is unable to retrieved, embedment, occlusion, pain, swelling in legs, blood clot in filter. Patient further alleges blood thinner shots, loss of skin color, post implant deep vein thrombosis, infections, varicose veins, ulcers near filter site, scar tissue.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: thrombosis (2100)-listed in the IFU, vessels, perforation of (2135)- listed in IFU, vessel or plaque, device embedded in (1204)- listed in IFU. Device code: unintended movement (3026)-listed in the IFU, appropriate term/code not available (3191)- device perforation- listed in IFU, difficult to remove (1528)- not listed in IFU. Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.